Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had unresolvable failed storage space. When the user attempted to resolve the issue, an error message was displayed stated, device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus and failed storage space. A field service engineer (fse) identified multiple full height cubie pockets were failed and missing in the medication application configuration, reseated the row board cable connections and all cubie trays and pockets, and after testing, successfully recovered all pockets and the drawer. The system functioned as intended after the field service engineer repaired the device.